Manufacturer narrative:
During an internal review on (B)(6) 2019, it was noted that "manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿manufacturer address street line 1¿ has been re-populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30108871l number, and no internal action was found during the review. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® sf nav uni-directional catheter and suffered cardiac tamponade (requiring pericardiocentesis) asystole (requiring reanimation treatment) and death. During the procedure in ablation phase when repositioning the thermocool® sf nav uni-directional catheter in the right ventricle outflow tract (rvot), cardiac perforation occurred. Patient¿s blood pressure was not sable; therefore, pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Pericardiocentesis could not stabilize patient¿s blood pressure. The patient went into asystole, reanimation phase was performed for over 90 minutes without success and the patient was transported. The ablation procedure was delayed to the adverse event and not completed. Subsequently the expired. Physician¿s opinion regarding the cause of the death is that it was caused by the perforation and cardiac tamponade. Transseptal puncture was performed with a brk-1 transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set in low flow at 2 ml/min and at high flow between 8-15 ml/min. No error messages were observed on any bwi equipment during the case. The parameters for stability used with the visitag module were 3 mm/3 seconds. No additional filters were used with the visitag module. The color option used prospectively was time.